Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument for this reported complaint and completed its evaluation. Failure analysis neither confirmed nor replicated the reported complaint that the instrument ¿malfunctioned and insufficiently sealed.¿ the instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The electrical continuity test was performed and the instrument passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument passed the electrode gap verification test. The instrument was connected to the e-100 generator and was tested for energy delivery. The go/no-go electrode gap shim test passed and the grip force test passed at the straight orientation at 4.24 lbs, which is within the passing range of 3.28 lbs to 7.97 lbs. The instrument was further inspected and the slight thermal damage on cut electrode was noted to be an artifact of the bipolar cut function. Damage and markings found on the cut and seal electrodes most likely indicate that the arc generated by the bipolar cut was fully contained within the jaws of the instrument. No other damage was found. System logs: a review of the instrument log for the synchroseal instrument (pn: 480440-05, batch-sequence: t90191115-0047) associated with this event has been performed. Per a review of the logs, the instrument used on (B)(6) 2020 on system sk3765 as initially reported. The alleged event occurred on the instrument's single allotted usage. The generator logs were reviewed and 5 "cut electrode shorted" messages were logged during the procedure which are most likely representative of arcing events between the instrument's electrodes. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. It was reported that images/video from the procedure are not available for isi's review. This complaint is being reported because the syncroseal instrument did not adequately seal, which resulted in slight oozing/bleeding that was resolved with another bipolar cautery instrument. While the bleeding was insignificant and there was no injury or adverse outcome to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was successful, but the patient information was not available or not applicable. Device expiration date was left blank as this instrument is a single-use instrument and, as a result, has one allotted usage. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the syncroseal instrument malfunctioned as it did not adequately seal. The procedure was completed and there was no reported patient injury or adverse outcome. No fragments fell into the patient and there was no delay to the procedure. Intuitive surgical, inc. (Isi) followed-up with the initial reporter of the event, but the initial reporter was unable to provide additional information. Isi then followed-up with an isi representative that was present for the reported event and gathered the following additional information: the reported insufficient seal event occurred while sealing a uterine vessel that was ¿well under 5mm in diameter and not calcified.¿ minor oozing/bleeding was observed after the seal attempt, which was resolved with activation of another bipolar cautery instrument. The blood loss was reported to be insignificant and did not require a blood transfusion. After the reported event, it was reported that the instrument was identified to have thermal damage to one of the electrodes and it was confirmed that no fragments fell into the patient. It was indicated that the procedure was completed as planned with a vessel sealer instrument and there was no adverse outcome to the patient. There were no procedure delay as a result of the reported issue. The generator was reported to have generated a ¿hemostasis may be compromised¿ error message at the time of the reported event. There were no staples or other metal objects within the jaws of the instrument at the time of the reported event. No video footage or patient demographic information was available.